Manufacturer narrative:
The account found the left CPR cable was too tight which kept slight pressure on the CPR release. The account adjusted the left CPR cable to repair the bed.

Event description:
The account alleged that the head section will slowly drift down when a pt is on the bed.